Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The territory manager called to report that the customer passed away, due to diabetic ketoacidosis. The customer's sister was contacted for further info, but she refused to speak about the death or answer any questions, unless they were emailed to her. The sister also stated that she would like to speak to an attorney before answering any questions. In addition, the customer didn't' want to return the insulin pump for testing. She wanted to have someone else look at it and possibly test it. Nothing further was reported.